Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h0gk, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient had a device implanted, and later that day the implantable neurostimulator (ins) area was bleeding a lot. The patient had sat down to read the paper and felt blood on her chair. The patient contacted the hospital and was told that she should go into the emergency room. About eight months later, the patient reported having problems with the incision and there was drainage coming from the ins incision site that had been occurring for five weeks. Her doctor was aware of the issue. The area just started to get wet, it was bleeding, and it ¿wasn¿t clear liquidy,¿ it was like when there was an infection and was draining different colors. The patient had was scheduled to get shoulder surgery after the wound was healed up, the doctor wouldn¿t consider it now and was worried about infection getting in there. The patient¿s healthcare professional told her it was infected. The patient had a loss of therapeutic effect and the issue started more than a month prior. The patient was on medications instead of using the device, and the medications were helping with her symptoms. Therapy wasn¿t helping her at all. The patient wanted the device turned off and was scheduled to have it explanted on (B)(6) 2014. She wanted the device removed because it still wasn¿t working right. The patient didn¿t understand the patient programmer or programmer operation and had just changed the aaa batteries. When she tried pushing the programmer on and off button, nothing came up on the screen. The patient found a different set of batteries that worked with the programmer and was able to turn the programmer on. The patient got the poor communication screen. It was oozing on the right side where the ins was and doctor had removed the bandage and hadn¿t replaced it. The patient just got a prescription for antibiotics to try and clear it up. She planned to call her healthcare professional to confirm if she should put anything over her ins since it was open and oozing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.